Event description:
It was reported that the pt was very sick and the deep brain therapy is not working. The pt stated that "something is off with the therapy." Refer to MFR's report: 3004209178-2009-04190.

Manufacturer narrative:
(B) (4).